Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys insulin assay on a cobas e 411 analyzer (disk system). The initial result was 30.11 uu/ml or 33.62 uu/ml with a data flag. The sample was retested at a different laboratory using the chemiluminescence method, and the repeat result was 11.4 uu/ml. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.